Manufacturer narrative:
With the additional medical intervention and the patient post procedure condition. The balloon guide catheter was returned for analysis without the detachable inflation port. During the preliminary device analysis, no issues were found with the main lumen or balloon inflation lumen hubs. The balloon guide catheter body was found to be kinked near the proximal section. Upon visual inspection, no issues were found with the distal balloon tip. The balloon was attempt to be inflate; however, the balloon was found to be leaking in the middle section. Upon magnified microscopic inspection, the balloon was found to be torn at the location of the leak. The investigation is ongoing, upon completion of the investigation a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a stent was used to treat the dissection. The patient was reported to be doing well.

Manufacturer narrative:
The device is expected to be return for analysis, but has not been received. Attempts have been made to gather additional information, however, our attempts have been unsuccessful. A supplemental report will be submitted, if and when the device has been received and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a stroke case, the cello balloon guide catheter ruptured in the right vertebral artery. This resulted in a dissection of the right vertebral artery. The basilar artery was the occlusion (source of acute stroke) despite the successful recanalization the patient is in the intensive care unit.

Manufacturer narrative:
Based on the device analysis, investigation report and reported information, the report of balloon rupture during procedure was confirmed, as the balloon was found to be torn. However, we could not find a specific cause for the balloon damage. It is recommended that an introducer sheath manufactured by midikit should be used. If this sheath is not used, it may cause kinks/damages, which can cause the rupture damage found on the device. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.